Manufacturer narrative:
The patient¿s weight was not provided. The heartmate 3 lvas was implanted during the (B)(6) clinical trial,(B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device- 105 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient presented to the clinic on (B)(6) 2017 and reported drainage to driveline site since discharged from recent hospitalization in (B)(6) 2017. The patient reports the driveline being inadvertently pulled and since that incident, the patient has observed increased in yellow drainage from the driveline site. Evaluation was performed in the clinic and it was reported that mild erythema and some yellow purulence was observed. The patient was started on antibiotics. Additional information received reported that the patient was admitted to the hospital on (B)(6) 2017 with purulent drainage coming from the patient¿s driveline. Patient reports no fever or chills and was started on intravenous antibiotics. The patient culture tested positive for corynebacterium. A CT scan of the chest did not show any fluid. No additional information provided.